Event description:
The customer reported an artifact in images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the system. System operates as intended. This MDR is related to ge healthcare.